Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support and during support, the team noticed the left main was dissected by the guide catheter. Support was continued. Additionally, the patient developed a hematoma with oozing at the access site. No blood products were given to the patient. Manual pressure was held. Support was continued. Additionally, the inlet was found about 2.54 centimeters into the left ventricle. The team decided to pull the impella back into the descending aorta and scheduled the patient for removal in the catheterization lab. The pump was eventually removed. The patient survived.

Manufacturer narrative:
The investigation of positioning issues and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Vascular damage peripheral vessel: the root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided. Positioning issue: the root cause of positioning issue was most likely use issue since the console began showing ¿impella in aorta¿ position alarm while changing impella dressing and echo confirmed inlet about 2.54 cm into left ventricle (lv). Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ h10 instructions for use was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31124.